Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 694765 implantable tachy lead (B)(6) 2010; 419488 implantable pacing lead (B)(6) 2010; 407652 implantable pacing lead (B)(6) 2010. (B)(4).

Event description:
The patient reported that the patient was shocked when placing the hand under an 'electric door swing.' The shock almost knocked the patient off their feet. Days later, the alarm started toning when the patient lays on the right side for a long time or leans back. Follow-up attempts for additional information from the clinic are in progress. No information was received at the time of this report. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.